Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/24/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Intraocular lenses (iol) implanted in both eyes. Since then, the patient can¿t read/see print and is unable to drive due to glare. The patient is seeing rings on the iols. She said that her symptoms significantly interfere with her daily activities hence she had her iol explanted from the right eye. Follow up with her doctor's office reported lens was explanted due to severe halos/glare and visual disturbance. Explant was done with no incision enlargement, no vitrectomy and no sutures done. There was no patient post-op injury. The lens was replaced with a model z9002, a mono-focal lens. Patient said that she feels a lot better after the lens in her right eye was removed. No additional information was provided to abbott medical optics. Note: 2 MDR¿s will be submitted, one for each eye. This report documents the events associated with the right eye.